Event description:
It was reported that the patient presented for a routine pulse generator change out and the right ventricular lead exhibited loss of capture. A lead fracture was suspected. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.